Event description:
Further event info was received from the customer. It was reported that there was actually only one pt involved in an over-delivery of nitroglycerine. The pt was initially in the emergency room and then moved to the ICU. No pt specific info was reported at this time. According to the customer contact, the pt was receiving nitroglycerine and dopamine infusions on two different pumps. The nitroglycerine was set up in the emergency room to infuse at 10mcg/min, but was found in the ICU infusing at an unspecified rate faster than ordered. The bottle reportedly "should have ran for a day", but "ran in, in a brief period of time". The pt was symptomatic with a low blood pressure, but the customer contact reported that the pt was having blood pressure control problems before the reported over-delivery event. The customer contact reported that the dopamine drip was titrated to control the blood pressure, and the pt experienced "no adverse effect as a result".

Event description:
Report received of over-delivery of nitroglycerine. The pump was in use on a patient during the night shift to deliver nitroglycerine. It was reported that the rn thought that it had delivered more than it should have, but the device was not removed from service. The pump was then used on another patient to deliver nitroglycerine and reportedly again over-delivered. There was no report of any adverse effect to either patient. The customer contact had no specific information on either event.